Event description:
It was reported that there was sudden lead impedance rise. It was noted there was also high impedance, elevated threshold. The lead was capped and replaced. The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv lead impedance spiked from an approximate baseline of 500 ohms to greater than 2000 ohms the week ending (B)(6) 2013. Impedance has been gradually decreasing since it spiked. (B)(4).